Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual and electrical inspection. The visual inspection demonstrated a deformed fixation helix. Damaging the fixation helix requires the presence of mechanical stress. Tensile forces during surgery should be taken into consideration. Due to these damages, an mechanical analysis of the leads fixation mechanism was not properly feasible. In summary, a deformed fixation helix was noted on the returned lead compromising the performance of the lead. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that 1 day post implant a loss of capture was reported. No adverse patient side effects have been reported.